Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be fully interrogated prior to being implanted. The field rep noted that they attempted to interrogate the device prior to two different implants, however, the interrogation would only complete approx 75 percent of the way. Subsequently the s-ICD was never attempted to be implanted and was returned for analysis.